Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sometimes did not respond and the alarm was not as loud as it used to be. Customer's blood glucose value was unknown. Customer declined helpline portal. The device will not be returned for analysis.